Event description:
After deployment of the zenith device, the molding balloon was advanced and inflated at the aortic arch. Balloon catheter was then positioned, at the ipsilateral junction with the leg graft, and inflated to mold the graft to the vessel wall. Several attempts to deflate the balloon was unsuccessful. During manipulations of the balloon the introducer sheath "backed out" slightly and the ipsilateral leg graft was pulled downward somewhat resulting in a partial obstruction of the right hypogastric artery. Finally the balloon catheter was perforated using a .018 wire guide advanced through the inflation port. Balloon deflated and was removed. Another balloon catheter was used to complete the molding of the graft. No additional intervention was performed as a result of the partial occlusion or downward movement of the leg graft. No endoleaks were viewed during the final angiogram.